Event description:
Information was received related to a clinical trial conducted reporting that angiography was performed based on symptoms, which revealed restenosis of the stent (implanted date of 2004) requiring a bypass operation.